Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumers mother reported her daughter noticed a tampon with a ripped, short string prior to use. The tampon was not used.